Event description:
A patient had a ventricular (icp) intracranial pressure camino catheter (1104b) in place for a least 5 days. Both the mpm1 its icp readings and catheter functioned very well. When it was time to remove the catheter it broke upon removal. All of the pieces were removed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.